Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration that was confirmed via x-ray. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7161195 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 35976529 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).